Event description:
Information was received that reported a patient was hospitalized in 2007, due to incidence of diabetic ketoacidosis. The reporter stated, that the patient had been experiencing elevated blood glucose "for months." Which culminated with the patient being hospitalized prior to event for dka. She was treated with IV fluids and insulin and released back on the device. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.